Event description:
The patient reported that on (B)(6) 2025, the patient presented to the emergency department after being unable to control blood glucose levels, an event the patient had not previously experienced. At the time of symptom onset, the patient was wearing a pod as routinely used. The patient experienced vomiting, profound weakness, and persistently elevated blood glucose levels that did not decrease with usual management. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka), with a reported blood glucose level exceeding 1000 mg/dl. The patient remained hospitalized for three days and was discharged on (B)(6) 2025. Treatment during hospitalization included intravenous fluids and continuous insulin infusion. During follow-up contact on march 18, 2026, the patient confirmed that the pod was in use at the time medical attention was sought.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.